Event description:
On (B)(6) 2025 the user reported that their ilet pump wake button was often unresponsive, requiring multiple presses to turn on the screen. The issue occurred several times per week but bg management was not affected. The device was replaced. No hospitalization, treatment, or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.